Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. No intervention or patient symptoms were reported.

Event description:
New information noted the pulse generator was explanted and replaced on (B)(6) 2016. The patient's condition was good post procedure.